Event description:
It was reported via repair work order that the siderail would not raise/ lock in position due to damaged siderail arm weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.